Event description:
The customer reported that following a diagnostic catherization in 2000, a vasoseal vhd kit size 1 was deployed. After the procedure, the patient returned to the physician complaining of groin pain. The patient found a pseudoaneurysm less than 2cm in size and resolved it with ultrasound guided compression on march 3, 2000. No further complications were reported.